Event description:
According to the customer, the bed was "set up" with the pendant "wrapped under the bed on the metal parts", and when she lifted the head of the bed "the cord was cut and had exposed wires". The customer reported that she was "shocked" by the cord and that "sparks went flying".

Manufacturer narrative:
According to the customer, the bed was "set up" with the pendant "wrapped under the bed on the metal parts", and when she lifted the head of the bed "the cord was cut and had exposed wires". The customer reported that she was "shocked" by the cord and that "sparks went flying". The customer reported that there was a "black ash-like substance" on her hand that scrubbed off, and the spark caused skin to break, but the skin wound was "small and not deep". The customer stated that her finger is "healing" and she did not require any treatment. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions. Update to h7: remedial action initiated. Update to h9: recall number.